Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmatq and no non-conformance's related to the reported complaint condition were identified. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? He broken piece was found by the naked eye. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient?unobtainable. Was there any adverse consequence associated with the patient? No patient consequence. Do you have any photos of the breakage needle? No.

Event description:
It was reported that a patient underwent a hepatobiliary surgery on (B)(6) 2021 and suture was used. During the procedure, when sewing the wound, the needle broke from the middle. The attending surgeon found the broken needle in the wound, removed it and changed another needle to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.